Manufacturer narrative:
B5 updated to reflect new info provided by customer.

Event description:
Customer " ropivacain/sufenta was used for pain therapy, i.e. No life-sustaining medications. The patient was not directly affected. It was only noticeable that the bed or nightgown was wet around the filter and no further medical intervention was necessary. " info will be included on a follow up report. No change from original reporting decision.

Event description:
Information was received indicating that the cadd administration set leaked from the air elimination filter. There was no reported injury to the patient.